Event description:
The caller reported the cuff leaked in the 6 fenestrated tracheostomy tube. The caller did not know the lot # associated with the tracheostomy tube. The caller stated that a new tracheostomy tube was put in place when the current tracheostomy tube failed.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot # is unk. No analysis or conclusions can be drawn without the device or the lot#.